Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: no complication noted during the initial surgery. Then, the patient presented with tibial loosening and instability. During the surgery, the surgeon noted that the tibial was removed with minimal effect and no bone cement was adhere to the tibial plate. Scar tissue was noted both in femoral and tibial side and it was removed. Patella and femoral were well fixed, but the femoral was also revised during the surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 183420 - vngd cr tib brg 10x63/67 - 748220, 141221 - biomet cc I-beam tray 63mm - j3871554, 402282 - cobalt hv bone cement 40g - 058600, 184784 - series a pat thn 31 3 peg - 987190. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01137, 0001825034-2021-01138.

Event description:
It was reported by legal that a patient underwent initial bilateral total knee arthroplasties. Subsequently, the patient underwent a left knee revision due to pain, tibial loosening, instability, and loss of function approximately 1.5 years later. Intraoperatively, it was found that the cement had de-bonded from the tibial component. The initial zb patella was retained, remaining devices were removed, and competitor product was placed. Attempts have been made and no further information has been provided.